Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer advised they might have had air bubbles as a result of filling the reservoir 15 minutes after taking the insulin out of the refrigerator. Customer treated their high blood glucose via a manual injection and feels fine. Customer declined to speak to the 24 hour helpline.